Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) level was not confirmed in the pump data logs or continuous glucose monitor (cgm) data on (B)(6) 2018. Based on user¿s daily basal and programmed boluses, there were no obvious requests or deliveries that would cause bg levels to drop. Complaint could not be confirmed. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 53 mg/dl. Reportedly, the customer alleged belief that the cause of the bg was due too to receiving too much insulin via the pump. To treat the bg level, the customer consumed glucose tablets provided by the office nurse. Although requested, no additional information was provided by the customer.